Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The unit got scrapped. In addition to the above findings, it was also determined that the lcd screen is scratched. If any additional information is received, a follow up report will be filled.

Manufacturer narrative:
The manufacturer previously reported incorrect information in b5. The following correction has been updated in this report. A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The unit got corrected. In addition to the above findings, it was also determined that the lcd screen is scratched. If any additional information is received, a follow up report will be filled.